Event description:
It was reported that the zimmer air dermatome motor was not working properly during testing. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 05/22/2012 and has no previous repair history. Inspection of the device displayed damage to the head and (B)(4) plate. Prior to repair, the device was within calibration specifications and operated within specifications. Customer's event was unable to be verified; however the device displayed damaged components likely caused by the user not maintaining the device per proper handling. The device was serviced and returned to the customer.